Manufacturer narrative:
The sensor was successfully removed during second removal attempt made on (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where hcp attempted to remove the user's previous sensor but was unsuccessful. An incision was made, and the sensor was palpable. The transmitter and magnet were used for localization.per dms, the user is doing fine and is currently using a new sensor.